Event description:
It was reported that an ae05 misfired during a case.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1800587 was manufactured on 06/18/2018 a total of (B)(4) pieces. Lot was released on 06/26/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample was also returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. The partially loaded clip was manually removed , and the trigger cycle was completed. Upon completion of the trigger cycle, the next clip fell out of the channel and the third clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The misloading of clips, bent rotation tab, clip being out of position, and clip falling out of the channel are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining, including the partially loaded clip, indicating that 12 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned with its rotation tab bent, trigger partially engaged, and a clip partially loaded incorrectly. The device was received with 3 clips remaining, including the partially loaded clip, indicating that 12 clips were fired by the end user. After removal of the partially loaded clip and completion of the trigger cycle, the next clip fell out of the channel and the third clip was out of position in the channel. Upon functional inspection, the last clip was unable to load properly. The misloading of clips, bent rotation tab, clip being out of position, and clip falling out of the channel are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn#(B)(4).the device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an ae05 misfired during a case.